Event description:
A reliatack articulating reloadable fixation device from covidien was being used to attach mesh during hernia surgery. Instead of tacking it made a crunching sound. A new one opened and used to finish case. No patient harm.